Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms resulting in a message in the remote home monitoring system. The average measurement was noted to be around 120-125 ohms. Technical services (ts) discussed potential troubleshooting options to consider. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms resulting in a message in the remote home monitoring system. The average measurement was noted to be around 120-125 ohms. Technical services (ts) discussed potential troubleshooting options to consider. No adverse patient effects were reported. This device remains in service. It was reported that continued high out of range shock impedance measurements greater than 125 ohms was observed. Surgical intervention was undertaken. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.